Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81597.

Event description:
Customer reported that he was hospitalized in intensive care unit due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 20 mg/dl. Customer stated that her insulin pump was exposed to an MRI and her transmitter was not working either. Nothing further was reported.